Event description:
It was reported that the patient presented in-clinic with noise. Two weeks later, an alert for high pacing lead impedance was received. The lead was capped and replaced. The patient condition was fine following the event.